Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of over 500 mg/dl with vomiting and a large level of ketones. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was also reported that the patient discontinued pump therapy. The reporter alleged that the pump underwent a temperature issue; however, no physical damage to the pump was noted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the alleged temperature issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: the last delivered bolus was a 7.40u ezbg normal bolus on (B)(6) 2016 at 12:17. The last basal delivery was on (B)(6) 2016. The battery compartment is cracked below the bumper pad. No damage found to the returned battery cap. Battery voltages in the black box are within normal specifications. Pump current draws all measured within specification. No overheating duplicated during testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Removed the pump cover; no intermittent connections or moisture damage was observed. Investigators were unable to duplicate original compliant. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.